Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111 hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The patient reported that while he was at the doctor's office his blood glucose levels dropped, he was unresponsive to commands. The patient was taken to the emergency room and admitted into the hospital for four days ((B)(6) 2018 through (B)(6) 2018). He was diagnosed with a hypoglycemic preexisting condition that started in (B)(6). The patient stated it is not the pods, but an issue he had before pods. He mentioned that, during the stay, he received something like blood via IV, no other medication that he can remember and treatment was not described on his paperwork. He was given a prescription for long acting insulin and blood pressure medication to start. The patient is no longer using the system.